Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23mg/dl. A pump log review was performed, and it was found that the customer request and confirmed multiple large bolus's at the same time of the pump auto blousing leading to the decreased bg. Reportedly, customer had seizure and lost consciousness. Customer's mother contacted emergency medical services and they provided intravenous medication and fluids; however the customer could not recall what type of fluids.